Event description:
Additional information was obtained. It was determined that the lead had been programmed to triad configuration. Once programmed, dft testing revealed normal shock impedance measurements. This device and lead remain implanted and in service.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that post implant, this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed high out of range shock impedance measurements. An internal technical service (ts) consultant was contacted for their recommendations. Reportedly, defibrillation threshold (dft) testing was performed, however, the results were not available as of this time. Further system integrity was recommended. As of this time, this lead and device remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.